Event description:
It was reported that intermittently the images on the 9800 sys will white out. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. However after review of the logs identified the need to replace the ccd camera. Replaced the ccd camera. The sys was tested and found to be working as intended and placed back into svc.